Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their implantable neurostimulator (ins) battery was dead and wouldn¿t recharge. The patient stated that they had been noticing in the past that they¿ve had to charge ¿quicker and quicker.¿ it was noted that the patient hadn¿t charged their ins in a month and a half. It was further reported that there wasn¿t any connection with the programmer or recharger either. The patient stated that they had reset it several times as someone over the phone had walked them through it in the past. It was reviewed that typically resets over the phone aren¿t recommended, so the patient was requesting to speak with a manufacturer representative. The patient was to follow up with their healthcare provider (hcp). No patient symptoms were reported. Indications for use are non-malignant pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.